Event description:
It was reported that intermittent occlusion alarms occurred, which were resolved by changing the infusion set and cartridge, then resuming insulin. There was no adverse impact to the customer's blood glucose level.